Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter stem was missing the centraliser. The case was completed with another stem and a short delay update: the customer used the centraliser from a another stem 05801352 in conjunction with the reported stem to complete the case. The reported device remains implanted.